Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys troponin t stat assay on a cobas 6000 e 601 module. The sample was visibly lipemic. The sample initially resulted with a troponin t value of 3.35 ng/ml, which was reported outside of the laboratory. The sample was repeated in a false bottom tube, resulting with a value of < 0.01 ng/ml. The doctor was called back with the correct value. The patient was not adversely affected. The troponin t reagent lot number was 365733, with an expiration date of 30-nov-2019. The reporter declined a service visit. There were no alarms on the last calibration performed on 14-mar-2019. Quality control data is acceptable. Upon review of the alarm trace, sample short alarms and multiple probe aspiration alarms occurred on the day of the event. There was also abnormal probe movement alarms. The investigation could not identify a product problem. The cause of the event could not be determined.